Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s father reported a low blood glucose (bg) reading of 50 mg/dl. The user treated the low with juice and glucose tablets, and a follow-up fingerstick showed bg at 88 mg/dl. The agent advised calibrating the ilet, and the user confirmed understanding. The lowest blood glucose (bg) recorded was 50 mg/dl. Bg was corrected with glucose tablets and juice. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.